Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead exhibited high lead impedance. Lead fracture was suspected. Lead revision is scheduled. No further information available.